Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. It was reported that the generator was delivering energy intermittently. The grounding pads, cables, and single-use device were all replaced, but this did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation shows the unit was in good condition. All knobs and switches appear to function properly. An electrical evaluation was performed and the unit was within all test parameters. All connections inside the unit were checked and wires were manipulated while power was activated in both bipolar and monopolar modes and no issue was noted. The complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. It was reported that the generator was delivering energy intermittently. The grounding pads, cables, and single-use device were all replaced, but this did not resolve the issue. No patient complications were reported as a result of this event.